Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruising under the electrodes and a rash on the back. There was no alleged device malfunction contributing to the bruise. The patient¿s physician prescribed a cream for the bruise. Outcome of the bruise is unknown.